Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient wanted to know if going through a metal detector every day when she goes to work would cause her device to not work. The patient stated sometimes she felt like it was not working as well as other days. She described her experience with stimulation, has felt like she was having a kidney issue and reported not being able to get stimulation turned off for a head MRI. The patient stated some days, every 2 to 3 hours, she needed to go to the bathroom, felt like she felt before she got the interstim and did not urinate as much. She also reported, there are other days when she went 5-6-7 hours and had a good amount of urination. The patient further reported that she saw her healthcare professional (hcp) in (B)(6) and was not having any issues at that time but about 2 to 3 months prior, she felt bad felt like she was having kidney issues and for about a month or so had pain in her lower right part of her back and felt like it had something to do with her kidneys. She stated she would swell for about a day then go down, then several days later it would happen again, she would feel really bad and swell. It went on for about a month constant then suddenly it went away. The patient programmer showed the stimulation was on. The patient reported she had never used the patient programmer. Patient services worked with the patient during the call to do a device check. No further complications were reported or anticipated.